Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip on the vasoview 7 xs broke into multiple pieces in the pt's leg. They were able to retrieve some but not all of the pieces through the original incision. Since the pieces that were retrieved did not make a complete dissection tip, they feel that there are some pieces still in the pt's leg with no other pt effects reported. The procedure was completed with a new kit. The product was retained.

Manufacturer narrative:
Method: the device will reportedly not be returned to cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4)